Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that insulin had leaked from the luer/adapter connection of the infusion set. The patient had elevated blood glucose results. No adverse event was reported. The device lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.